Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) temporary frequency programming button was out of order and that some screws were missing. It was also indicated that the keypad was scratched. The epg was unable to be repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) temporary frequency programming button was out of order and that some screws were missing from the device. The epg was returned for service. No patient complications have been reported as a result of this event.